Manufacturer narrative:
UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure, a plastic cover from their harmony led 585/785 surgical light fell onto the floor. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the harmony led 585/785 surgical light and observed the cover to be broken and to be missing an inside piece. The technician stated the observed damage is indicative of user facility personnel bumping the surgical light system into other objects in the operating room. The operator manual states, "sec 5.5 lighthead positioning; caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system. Do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The steris service technician counseled user facility personnel on the proper use and operation of the harmony led 585/785 surgical light specifically, the importance of not bumping lightheads into walls or other equipment. The harmony led 585/785 surgical light is approximately 12 years old and is serviced and maintained by the user facility. The steris service technician repaired the lighting system, tested the unit and confirmed it to be operating properly. The harmony led 585/785 was returned to service and no additional issues have been reported.